Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the act button on her insulin pump was very difficult to press and, at times, unresponsive. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 87 mg/dl. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to a flattened dome switch on the escape button.